Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and they indicated when the device is rebooted the error goes and the speaker works again for a few weeks and then it is coming up. The rse dispatched an fse onsite to replace parts and repair device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there is a speaker malfunction error and there is no sound from the speaker when the inop alarm is coming up. When the device is rebooted, the error goes away, and the speaker works again for a few weeks, but then it shows up again. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who reported when the device is rebooted the error goes away and the speaker works again for a few weeks, but then shows up again. The rse dispatched a philips field service engineer (fse) onsite to replace parts and repair device. Once onsite, the fse tested the unit and discovered the speaker showed no signs of failure, a speaker malfunction error was displayed. The speaker assembly and speaker foil were replaced to resolve the speaker malfunction error issue. Once replaced, the unit returned to working specification. Based on the information available in the case and the testing conducted, philips observed the speaker malfunction error but was unable to replicate the alleged lack of sound. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.